Manufacturer narrative:
The device was not returned for examination.

Event description:
It was reported that the introducer sheath came apart during use. Reportedly, there were no patient complications or injuries; however, the hospital indicated that there was some patient blood loss. It was further reported that the hospital will be conducting an internal investigation and that they will share their summary report concerning the reported event after completion of their investigation.